Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer inserted silicone foley catheter in usual fashion. Bulb was difficult to inflate. Customer asked other circulating nurse to don gloves and confirm that bulb was more difficult than usual to inflate. Co-circulator confirmed same. Deflating the 4-5 cc that had been inflated in the bulb was also difficult requiring a strong vacuum and patience. Once catheter was removed from patient bulb was tested and was again difficult to inflate. Catheter and sterile water syringe were isolated and a new set up was used to insert a foley catheter which was uneventful. Unexpected or prolonged care? Yes.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Instructions for use: -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer inserted silicone foley catheter in usual fashion. Bulb was difficult to inflate. Customer asked other circulating nurse to don gloves and confirm that bulb was more difficult than usual to inflate. Co-circulator confirmed same. Deflating the 4-5 cc that had been inflated in the bulb was also difficult requiring a strong vacuum and patience. Once catheter was removed from patient bulb was tested and was again difficult to inflate. Catheter and sterile water syringe were isolated and a new set up was used to insert a foley catheter which was uneventful. Unexpected or prolonged care? Yes.